Manufacturer narrative:
The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set was gravity tested with methylene blue and confirmed that liquid flowed out through a small hole on the drip chamber. The cause was determined to be due to the material used in the drip chamber, which is supplied by a third party. Third party has been notified. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was leaking. This occurred during priming with normal saline. There was no patient involvement. No additional information is available.